Event description:
The user facility reports that during a gas fill, three staff members smelled gas. Approx ten minutes after smelling the gas, they experienced headache, nausea and dry throat. They were sent to the ER, but did not require treatment and returned to work.